Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5112259/19522781/7074329.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and the explanted leads were not returned.